Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. A 10/4.00 flextome¿ cutting balloon¿ was selected for use. During the first inflation, it was noted that the balloon ruptured at 10 atmospheres for 5 seconds. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications reported and the patient's status was good.